Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate therapy for an af episode was observed during follow-up. Review of session records noted that the rhythm continuously accelerated until it reached vf zone and therapy was delivered. The patient did not experience any symptom due to the event. Device was reprogrammed and the issue was resolved. Patient's condition was good.